Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was unable to be reproduced. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warnings and cautions. Caution. ·do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (rubber in instrument channel port missing) was confirmed. It was observed the instrument channel port was deformed due to physical stress. In addition, service found the electric contact of the ultrasonic connector was worn, there was a leakage due to scratches on the ultrasonic connector, the insulation resistance value was out of specification due to broken ultrasonic cable cover, the bending angle in up direction was out of specification due to wear of the angulation wire, and there was a black scratch on the image due to broken ccd charge-coupled device) unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the rubber in the instrument channel port of the subject device was missing. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event.